Manufacturer narrative:
One used device was received for evaluation; no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed at the connection of the spiros and the male luer of the tubing. The probable cause is from an incomplete insertion during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6)

Event description:
It was reported that a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap generated a leak during patient use. The reporter stated, "the drug leakage from spiros". The event occurred during infusion. Concomitant drug was not used. A concomitant device was not used. The device was used for an unknown chemo. The device was not a biohazard. There was no bleedback. There was no damage noted on the set, and therapy resumed after replacing a new one. The mating device was ch-14. There was no drug exposure. There was no harm reported.